Event description:
Bilateral breast implants were removed and found to be ruptured, with silicone migrated outside of the scar tissue surrounding the implant. The implants were inserted in 1990. I thought they were a lifetime product. I did not have any symptoms of pain at the implant sites. I was diagnosed with grave's disease in 2010 and started researching and became concerned about the implants. I am hoping the symptoms of grave's disease will improve with their removal. There are not a lot of studies about long term exposure to ruptured implants.